Manufacturer narrative:
Based on the claim against the product by the customer noting that there was an error message against the erbe, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy -benign surgical procedure that an "activation has been interrupted" message appeared on the erbe. The staff requested the system logs be checked. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the onsite logs and found errors n-08 and n-01. The staff requested that the erbe be checked. The case was completed robotically, with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that there was an activation interruption error message, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The erbe generator was analyzed and the complaint regarding activation interruption was not confirmed by failure analysis. The erbe generator energized and cauterized from all ports.

Event description:
Refer to h10/h11 for follow-up information.